Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Difficulty filling or aspirating the reservoir was reported. The hcp was having difficulty refilling a pump. Per the reporter they did not have difficulty at the last refill and now were questioning a flipped pump. An x-ray of the pump was done and was reviewed along with confirming proper x-ray orientation and to do a lat x-ray of the pump to confirm. Additional information later reported that morphine was put in the patient¿s pump 2 weeks ago. Four days after the morphine was in the patient¿s pump, the patient started itching all over and his balance was affected. Per the patient it felt like he had a middle ear infection. A week before the report the dose was lowered. The patient saw the hcp (B)(6) 2013 and the hcp was going to switch the drug from morphine to fentanyl, but was unable to access the port. Per the patient he tried more than once and it was unclear if the hcp tried under fluoro, but was able to see the port. Per the reporter he stated the hcp thought the pump had flipped over. The day of the report the patient indicated that he was comfortable pain wise but as still itching and having balance issues. The patient had an appointment with the implanting hcp¿s pa (B)(6) 2013. The patient was also seeking an hcp as the patient would be traveling. The pump was used to deliver morphine. Additional information later reported the hcp was having difficulty refilling the patient¿s pump and questioned whether pump was flipped. Per the reporter initially she thought her image showed the pump flipped. It was reviewed how pump orientation appeared on x-ray. Per the hcp images showed catheter connector in proper orientation and reported lateral view also showed pump seemed to be in the proper orientation. It was confirmed the hcp was hitting metal when trying to fill the pump. The hcp tried to fill under fluoro, but was unsuccessful. The hcp reported it ¿definitely¿ looked like pump was not flipped. Additional information has been requested, but had not been received as of the date of this report.